Event description:
While using the 3100a for pt treatment, the pt was removed for routine suctioning. When the pt was placed back on the 3100a, operators reported being unable to get driver to restart. The pt was placed on another 3100a without compromise.